Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, two (2) werewolf coblation wand devices continued to function even though there was no stimulus to trigger it. It is unknown if there was a back-up device available or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Two devices received. Both wands have worn tips from use. Product was out of the original packaging. No packaging returned. Functional evaluation revealed plugging in ether wand causes a wand end of life error. Using a bypass box, both wands had no issues producing plasma or activating coag. Both wands button covers were removed and found heavy saline ingress on the button boards. Wand data shows both wands had a multiple button press warning. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: 1)saline ingress leading to shorting of the ablate button. 2) the wand may have experienced a short. Based on this investigation, the need for corrective action is not indicated.